Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis. Additional information was received that this patient expired due to infection.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis. Additional information was received that this patient expired due to infection.